Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to a failure of the electro-pneumatic proportional valve. Olympus will continue to monitor field for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflator exhibited a secondary pipeline leak abnormality due to electric hydrant failure. There were no reports of patient involvement.